Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an roux-en-y procedure, it was difficult to toggle the device and then the needle fell out while sewing. The needle fell into the patient cavity but was retrieved with a grasper. The device had to be reloaded laparoscopically. No adverse events have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch. A pmv needle was loaded onto each device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. The IFU states that toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.